Manufacturer narrative:
Findings: unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the formatted history file problem isolated to electronics assembly. No unexpected pump error noted of detail traces file or formatted history file noted. Unit received with scratched case and minor scratched lcd window.

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the formatted history file problem isolated to electronics assembly. No unexpected pump error 25 noted of detail traces file or formatted history file noted. Unit received with scratched case and minor scratched lcd window.

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance on electronic board. After disconnecting and reconnecting the internal battery connector on electronic board. Pump was monitored and functioned properly. Unit received with scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump continued to have battery issues. The insulin pump's battery was not lasting more than 2 days. Customer¿s blood glucose level was 15 mmol/l. Troubleshooting for the low battery alarm was performed. Customer advised they experienced issues with low battery for a month now. The customer was calling back after previously completing low battery troubleshoot within one week. Customer advised the issues remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.